Manufacturer narrative:
Final device investigation found that the device was returned to good visual condition. The jaw appears to be in alignment, and the push fork and clip retainer were acceptable. Upon eval, the device was cycled, fed and produced the ten remaining clips with proper pinch and alignment. After the last clip was fired, the locking mechanism engaged as intended. The lot number of the device was not provided, so the device history record could not be reviewed. As the device passed visual inspection and operated as intended upon eval, no conclusion could be made as to what may have caused the reported event.

Event description:
It was reported that during a laparoscopic cholecystectomy when the strips were fired on tissue, they exited scissored, which means the ends were crossed. The clips were removed. This occurred for two devices. Another device was used to complete the procedure. There was no pt injury. This report is for the second device.